Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's lead, exhibited pacing impedance measurements greater than 2,000 ohms. The patient was scheduled for fluoroscopy of the lead and will continue to be monitored via routine follow-up appointments. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional become available this report will be updated.